Event description:
The hcp reported the patient underwent replacement of the infusion pump due to end of life. The operative notes indicated under general anesthesia, an incision was made over the pump and through the old incision, the pump was removed; 14.5 cc of fluid was removed and placed in the new pump. The catheter was tested; there was no flow. An incision was made into the back and the old catheter was found and removed. It was noted the catheter was broken and not patent. The entire catheter was removed. Using fluoroscopy, the tip of the catheter was advanced to t10-t11; an anchor was placed on the catheter as well as a sleeve; it was cut and attached to the distal catheter with a small metallic connector. The pump and catheter were connected; this was placed in the pocket and sewn to the connective tissue. All 3 incisions were irrigated with antibiotic saline. The subcutaneous tissue was sutured and the wound was stapled closed.